Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the use error suspected in this report. The root cause of the peritonitis was related to touch contamination. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began peritoneal dialysis treatment. During a call with baxter customer service, the reporting nurse stated that on unreported date, in 2010, the patient did not wear a mask/ patient made mistake/touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. In (B)(6) 2010, a peritoneal effluent culture was performed and was (B)(6). Treatment information was not provided for the events. Pd therapy was ongoing at the time of the event. The patient was recovering from the peritonitis. It was not reported whether the events of did not wear a mask/patient made mistake/touch contamination resolved. The patient's concomitant medications were not reported. A causal relationship was not reported for the events of did not wear a mask/ patient made mistake/touch contamination.